Event description:
It was reported that the pump was not delivering boluses as requested. The customer went to the emergency room (ER) and was subsequently hospitalized; details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose level of 516 mg/dl with high ketones that the health care provider determined to be dangerous/life threatening. Reportedly, the customer alleged insulin was ¿not coming out of the cartridge¿. A system check was performed with tandem technical support (cts) and it was determined that the customer was using fiasp insulin in the pump supplies. Cts informed the customer that fiasp insulin is off label according to the user guide. The customer administered a manual injection prior to the hospitalization to address bg, and was treated with intravenous fluids of saline and insulin while in the hospital. Customer was released from the hospital on 6/1/2022 with no permanent damage and the issue resolved. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B1; b2; b3; b5; h6: remove 2954, 4580, 67; h10: per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.